Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 596 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer advised they had issues with the insulin pump and multiple auto off alarms in their alarm history. Customer was advised to turn off the auto off feature and fix the time. Customer was advised they accidentally may have pressed the wrong buttons. Customer¿s settings were fixed to the correct amount.